Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion and the patient became symptomatic due to single chamber pacing. The ipg was reprogrammed to a different pacing mode and shortly thereafter explanted and replaced. It was also reported that the right ventricular (rv) lead was exhibiting high thresholds and only capturing intermittently. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.